Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error and possible under delivery. Customer reports the drive support cap appears normal. Customer did not report an motor position encoder error alarm. Customer was able to complete pump rewind. Pump alarm history contains more than one motor error alarm within a 30 day period. Customer performed high pressure test together to see if the insulin pump was able to detect a blockage. The insulin pump did not alarm insulin flow blocked but gave a message saying motor error instead. The insulin pump will be returned for analysis.